Event description:
It was reported that the console displayed message all lasers are malfunctioning and energy low - pulse energy is over 50% lower than requested. There were no patient complications, however, the procedure was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. Boston scientific has been unable to obtain additional information regarding the patient sedation status to date, despite good faith efforts.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that a cable within the mother board of the device, was damaged. The cable was replaced, and the issue was resolved, thus, confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console displayed message all lasers are malfunctioning and energy low - pulse energy is over 50% lower than requested. There were no patient complications, however, the procedure was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. Boston scientific has been unable to obtain additional information regarding the patient sedation status to date, despite good faith efforts.